Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient experienced baclofen withdrawal. An indium dye study was performed showing no movement of drug from the pump. A pump replacement was then requested. There were no environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included an indium study. Actions/interventions taken included a surgery scheduled for (B)(6) 2024 for a pump replacement and possible catheter revision. The issue was not resolved at the time of the event and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep could not clarify the report of no movement of drug from the pump. The rep asked and the doctor just said that the patient was going through withdrawal (spasticity returned) and an indium dye study was done (not by the physician who did the replacement) and they wanted the pump taken out based on the result. The cause of no movement of drug from the pump was not determined. It was indicated that a motor stall did not occur. The pump and catheter were replaced and returned to medtronic. It was further reported that an issue was not found with the catheter. The rep also indicated that they would not receive any follow-up info from here and that they were helping them out for the day and would not be talking to either doctor (managing or implanting) again.